Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified hex shows nicks and gouges from use. Taper below head and head underside show witness marks from insertion. Screw is confirmed fractured at the head and hex with two sides of the hex breaking out. Head is deformed and top is no longer flat near the fracture. Outer head diameter shows wear. Fractured piece was returned with the screw. No other damage was noted. Device was submitted for further analysis. Analysis determined all fracture surfaces exhibited elongated dimple patterns, indicative of ductile overload fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the implantation process, the head of the screw broke off, and the doctor's first reaction was to remove the small part that had broken off, and he accidentally cut his glove and his hand with the broken head of the screw. However, it was confirmed that there were no serious injuries. The surgical technique of the product was utilized. A 10-minute delay occurred.